Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/17/2014 with the following findings: the pump black box showed that unexplained power events had occurred on (B)(6) 2014; when the pump was powered back on, the time was set incorrectly to 04:00. The pump continued to run on the incorrect time until 08:49 and was manually changed to 20:49. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A sample bolus calculation was completed for a blood glucose of 11 mmol/l, target of 7.0 mmol/l and insulin sensitivity of 1 unit to 1.7mmol/l and the pump correctly calculated a 2.35 unit bolus. An ezcarb bolus was programed for 50 grams of carbohydrate with insulin to carbohydrate of 1 unit to 10 grams and the pump correctly calculated a 5 unit bolus. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 30 mmol/l with nausea related to an issue with the pump bolus calculation. During troubleshooting of the event, the reporter indicated that the mock bolus calculation programmed on the pump indicated the incorrect bolus amount. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump bolus calculation was incorrect.